Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage to the force sensor resistor. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked belt clip slot and minor scratches on the display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump. The patient's blood glucose level was 169 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. He customer sent the product back for analysis.